Manufacturer narrative:
(B)(4). Additional concomitant medical products: p20000, dvr classic peg smooth 2.0x20mm, unknown; dvrasl, dvr anatomic short left, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00075.

Event description:
It was reported that the threaded pegs did not fit into the distal holes. The surgeon was unable to thread two smooth pegs because the threads seemed misaligned. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.